Event description:
It was reported that the customer is having differences in sensor blood glucose 6mmol/l and blood glucose 9mmol/l. Customer has been wearing sensor for two days. Customer calibrates four times per day. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.